Manufacturer narrative:
(B)(6) 2020. (B)(6) 2021.

Event description:
The customer called into technical support (ts) reporting that the device is displaying alarm led error message and observed a cracked bezel. The customer reported there was no patient involvement at the time the issue was discovered. The remote service engineer (rse) evaluated the device with the assistance of the customer and confirmed reported problem. The rse advised the customer to replace the front bezel which includes the power switch overlay.

Manufacturer narrative:
G4:29jan2021. B4:09feb2021. The customer reported there was no patient involvement at the time the issue was discovered. This issue was discovered during pre-use setup and the device was switched out with a different device to use on the patient. No medical intervention provided to the patient nor a delay was noted. The customer replaced the front bezel that included the power switch overlay to resolve the reported issue. Unit passed required performance verification tests per philips standards and was put back into service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.